Manufacturer narrative:
(B)(4): the customer reported that the pads/paddles therapy port had become detached. There was no report of pt involvement. Philips evaluated the device and confirmed the condition. Philips resolved the issue by reattaching the pads/paddles therapy port retaining hardware.

Event description:
The customer reported that the pads/paddles therapy port had become detached.